Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11396 it was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 16-28mmx3.0-4.0mm, eccentric, de novo, with a >45 and <90 degree bend target lesion was located in the mildly tortuous and moderately calcified coronary artery. The lesion was pre-dilated with 2.0x20 and 3.x20 nc emerge balloon catheters. Two rebel stents (20 x 3.00 and 20 x 3.50) were selected to treat the lesion; difficulties advancing and crossing the lesion were encountered. The devices were removed and it was noted that the proximal portion of the stents were deformed. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.